Event description:
It was reported that cartridge alarm occurred and caller experienced repeated alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, and pump replacement was confirmed and arranged on another related case, after which case was closed.